Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 4 years, 1 months due to calcification, severe stenosis, and severe regurgitation. The patient presented with sob, fatigue, chest pain. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo-avr with a 23mm 11500a valve and CABG. Intraoperatively, it was noted that the old prosthetic 3300tfx valve had heavy calcification of the leaflets. Post bypass tee showed no pvl or ai. The patient was transferred to surgical ICU in guarded condition. Pathology report of the explanted valve noted leaflets with calcified atherosclerotic plaques.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
This file was found to be a duplicate of file complaint # 2023-18502-01 per serial number match (sn#: (B)(6)). The investigation of the event will be performed under (B)(4). Further investigation and submissions related to this event will continue under (B)(4).

Event description:
This file was found to be a duplicate of file complaint # (B)(4) per serial number match (sn#:(B)(6)). The investigation of the event will be performed under (B)(4). The case type for this file will be changed accordingly to duplicate and the file will be voided. Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 4 years, 1 months due to calcification, severe stenosis, and severe regurgitation. The patient presented with sob, fatigue, chest pain. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo-avr with a 23mm 11500a valve and CABG. Intraoperatively, it was noted that the old prosthetic 3300tfx valve had heavy calcification of the leaflets. Post bypass tee showed no pvl or ai. The patient was transferred to surgical ICU in guarded condition. Pathology report of the explanted valve noted leaflets with calcified atherosclerotic plaques.